Event description:
Disposable laryngoscope broke on 2 occasions on this pt resulting in inability to obtain airway. Since pt was in arrest upon admission, it is impossible to say that the laryngoscope failure resulted in the pt's death. However, it certainly prevented prompt airway mangagement.